Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged error message appeared on the morning of (B)(6) 2013. The cca captured that the patient is on insulin pump therapy. It is not known if the patient made any adjustments to her usual diabetes management regimen due to the subject meter displaying the alleged error. The patient reported "feeling funny" at unspecified time later that morning after the issue started. The cca noted that the patient was unable and/or unwilling to confirm if she received medical treatment due to the alleged error message. At the time of troubleshooting, the cca noted that the alleged error message could not be troubleshot due to the subject meter not powering on. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient's reporter symptoms do not meet lfs' criteria of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because, the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have one object stuck inside spc connector j4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.